Manufacturer narrative:
Aside from the x-ray sent to us, no other input has been provided to this date. We have asked the hospital to provide us with the information needed. Accordingly, we will conduct further investigation after the healthcare provider responds to our request.

Event description:
A gap nail that has been inserted into the left femur of a patient between 4 to 5 years ago broke distally, at the first distal screw hole.